Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During swan securement, hematoma on left groin noted. Pressure held. Cp came back into the aorta. Before pump alarmed, tech advanced reposheath back into the artery advancing the inlet back into the left ventricle. After 5.5 placed, cp was removed over stiff wire. 14fr cook sheath inserted with an without dilator. Groin began to bleed. Vascular surgery called in for repair. Additional information provided that the surgery team performed a cutdown and repaired the vessel. "There is a lateral tear" was noted. There is no imaging available.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The following section has been updated: d9-device return date: the investigation for the positioning issue, access site bleed, peripheral artery injury has been completed. The device was returned and visually inspected. No abnormality found. The root cause of positioning issue most likely was use related. The root cause of access site bleed/ hematoma cannot be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.